Event description:
After open reduction internal fixation of pelvis, x-rays were taken. X-ray shows portion of drill bit lodged in pelvis. At this point no plans to remove. Drill bit portion retained is 4 1/4" in length.